Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this passive fixation right atrial (ra) lead exhibited loss of capture (loc) a maximum outputs two months post implant. An invasive procedure was performed. The lead was surgically abandoned and replaced with an active fixation lead. No additional adverse patient effects were reported.